Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. The customer reported that they do not use fiber optic and declined repair at this time. To confirm that his fiber optic tester was working to specifications, the getinge field service engineer (fse) clarified that he was on site and used his tester on another unit before this one on the same day and again in another unit at another facility with no issues. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that during a service by the customer, the cs300 intra-aortic balloon pump (iabp) would not sense the fiber optic tester. There was no patient involvement and no adverse event was reported.